Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the power management board was found in the ventilator's downloaded error log.